Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxc 600i synchron access clinical system for multiple pts. The customer reported obtaining erroneously high accu tni results ranging from 0.30 - 0.50 ng/ml for multiple pts but did not provide actual pt results in regards to the event to date. The erroneous results were reported outside the lab and questioned by the physician. The pt samples were re-analyzed on an alternate instrument and negative results were obtained. To date, the customer was not reported any death, injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
The customer collects samples in plastic lithium heparin tubes with gel and centrifuges samples in a swinging bucket centrifuge at room temperature. The overnight shift performed weekly maintenance in 2008 and obtained a failed system check. Cts (customer technical service) advised the customer to clean the aspirate probes and repeat the system check. A field service engineer (fse) was on-site the next day: fse found the customer had routed the aspirate peri-pump tubing incorrectly to the aspirate probe and replaced probes and all peri tubing. Fse performed system check which failed. Fse pulled analytical module out and completed a major pm (preventive maintenance). The lack of aspiration caused a spill in the module which caused the system check to fail.- the pm brought the system into specifications. A system check performed resulted with substrate filers._fse primed the system and repeated a system check which passed. Fse ran qc for all assays which resulted at the customer's mean. Fse followed up with the customer on 06/02/2008 and the customer reported that all was fine. The fse also reviewed proper aspirate peri-tubing routing with the customer. Hardware issues addressed by the fse may have contributed to this event, however, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.